Manufacturer narrative:
The reported complaint is not confirmed as the complainant facility was unable to provide a complaint sample for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production (bpr) did not reveal a probable cause for the customer complaint. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A hemodialysis user facility reported that during treatment a blood leak occurred. The leak was reported to be an internal leak. The blood leak was not visually observed. However, blood test strips were used and they tested positive. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 200ml. The patient had no adverse effects and no medical intervention was required. The patient was prophylactically given saline to make up for the volume loss. The patient did not complete his treatment. The sample was requested, but was not available for manufacturer evaluation.